Event description:
Additional information from a consumer (con) stated that they have been having issues where they 'are sitting here for quite some time' and have difficulties with the screen progressing past 'connecting' when they tried to connect to the pump and bolus. The agent assisted the patient clearing the data. The patient was able to connect well without issue and had an expected lockout. The patient will call back for assistance as needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a820, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. B3. Date of event is approximate. Year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump for spinal pain indications. It was reported for 'over a month, ' their controller had been taking a long time to connect to their pump. The patient also mentioned the controller was feeling warm on their stomach from holding the monitor on it for so long. The agent walked patient through clearing data. The patient was able to successfully connect to the pump much quicker. The troubleshooting steps that were taken on the call resolved the issue.